Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Both the distal and proximal conductors appeared distorted, and blood/body fluid was found on the proximal conductor (not obstructed). Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head), and the helix/lobe was distorted/bent. The outer insulation was breached cut, pulled apart (overstress), and exhibited a cosmetic depression, and the inner insulation was torn. The lead appeared to have been stretched and exhibited apparent explant damage.